Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube and the hypotube is separated 70.9cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A 2.00mm x 20mm maverick was opened, and prior to the procedure, a shaft break was noticed. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. A 2.00mm x 20mm maverick was opened, and prior to the procedure, a shaft break was noticed. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.